Event description:
Side rails don't go up and down with the head section. Rails are very high in the up position when bed is at the lowest causing patient to climb over the rails. Motor section not bolted securely.